Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn lcd lens, worn overlay, worn uso and dso seals, and two screws missing from the battery door. A fault 41622 alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that a town optical cam flex sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited 'error code 41622'. There was unknown patient involvement.